Event description:
Customer reports being unresponsive and weak; her friend attempted to use the customer's multiclix device but was unable to puncture the customer's finger. Customer states she was confused during the hypoglycemic incident and may have been using the device improperly. Customer's friend treated the customer with two glucose tablets and called emergency medical technicians (emts). Customer tested 37 mg/dl on emt meter; emts did not provide medical treatment, but allowed customer's friend to give her ½ glass of juice and an egg sandwich. Customer's condition improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.